Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when they placed the flush syringe on the set for the first time, the pressure sensing disc started to leak fluid. There was no patient harm.

Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.